Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The customer believed the patient sample contained an interferent to a component of the ft3 assay. The sample initially resulted with a ft3 value of 7.49 pg/ml. The sample was repeated on a second e602 analyzer, resulting as 3.42 pg/ml. The sample was then repeated on the original e602 analyzer, resulting as 3.24 pg/ml. No adverse events were alleged to have occurred with the patient. The serial number of the e602 analyzer is (B)(4). A new measuring cell had been installed on the e602 analyzer at the beginning of (B)(6) 2018.

Manufacturer narrative:
The calibration data and qc data were within expectations. A general reagent issue can be excluded. The investigation could not determine a definitive root cause.